Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete. Customer called in with questions on 8100 unit came off the floor. With a "channel error" per nurse bt no error code. Before call in customer ran the pm test on unit everything pass. Resolve issue for customer being that the unit is function correctly still run a small infuse on the unit if their is a issue it may pop up while unit is running the infuse. If the infuse runs complete with no erro unit is ok at this time. Able to go back on the floor. (B)(4). Customer called in with questions on 8100 unit came off the floor with a "channel error" per nurse bt no error code. Before call in customer ran the pm test on unit everything pass. Also he can setup a small infuse on unit to see if he gets the channel error again, if no error comes up unit is ok to go back on the floor. Customer had also download the error logs and generate the report he does not see any error on that date the nurse is report. Customer thank me for my help.